Event description:
A customer reported a tandem mobi cartridge alarm, which was identified as cartridge alarm 34, with no exposure to external magnets or previous incidents with the same pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The technical support team instructed the customer to remove the cartridge and deliver a bolus, but the alarm recurred, leading to the decision to replace the pump and cartridge. The customer was advised to use multiple daily injections (mdi) as a backup therapy. A replacement pump with updated software and training resources was sent to the customer, who acknowledged the instructions and the need to return the faulty pump within 10 days.